Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked. The following information was provided by the initial reporter: " the IV catheter was placed when the nurse attempted to flush, there was leaking at the connection site between the angio cath and extension tubing"

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Date of birth: patients birthday was not provided, (B)(6) was used based on age of patient.

Event description:
It was reported that bd insyte" autoguard" shielded IV catheter leaked. The following information was provided by the initial reporter: " the IV catheter was placed when the nurse attempted to flush, there was leaking at the connection site between the angio cath and extension tubing."